Event description:
The bedside rn was having difficulty priming the continuous veno-venous hemofiltration (cvvh) machine due to high balance chamber alarms. Rn noticed that the filter had multiple kinks in line. These kinks are like the prior cvvh filters that had the kinks. The rn opened another cartridge to prime and found the same kinks. The rn opened 3 other cartridges until they were able to find a cartridge without a kink in the line. The lot numbers found with kinks were 20878011, 20978011.